Event description:
On (B)(6) 2012, the reporter contacted animas and stated that after the patient went swimming, the pump felt really hot to the touch and was difficult to handle. The patient reportedly was not burned. There was no reported adverse event associated with this complaint. This complaint is being reported based on the allegation that there was a temperature issue with the pump.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was received in a condition which did not allow for sufficient investigation of the alleged temperature complaint. Investigation was not possible because the pump would not power on. No download of black box or pump history was available because of moisture ingress.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.